Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number ip-00489615. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that patient suffered apsular contracture; baker grade ii on the right side. This report is for the patient¿s left-sided device. Right side is being reported in a separate report. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number: 3505504bc; serial number: (B)(4) on the right side and with catalog number: 3505504bc; serial number: (B)(4) on the left side on (B)(6) 2019. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms reported. However, the trend will be closely monitored to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number ip-00489615. It was reported that a (B)(6) african american female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade iii on the left and with capsular contracture; baker grade ii on the right side. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3505504bc; serial number: (B)(4) on the right side and with catalog number: 3505504bc; serial number: (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.